Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump errors. Customer was able to clear the alarm but when rewind insulin pump was presented the alarms again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 28, 2 or 81 alarms noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).